Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurrent hypoglycemia and subsequent hyperglycemia while using the ilet, with lows to 45 mg/dl and highs to 400 mg/dl, associated with mealtime announcements perceived as too high and use of meals as correction for lows. Symptoms included hypoglycemia. Outcomes included transient limitation in daily activities due to blood glucose excursions without medical intervention or hospitalization. Investigation included complaint history review and user education and troubleshooting. Investigation of this case revealed use error related to mealtime announcements and overcorrection of hypoglycemia with fast-acting carbohydrates. It was concluded that the device performed as expected and that user technique contributed to the reported glucose excursions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.